Event description:
It was reported that the surgeon inserted a 22.5 diopter cq2015 collamer three piece lens and the lens was torn in the injector. The lens was removed with no pt injury. Another same type lens was implanted but this lens also tore but remains in the pt's eye. The reporter indicated that the cause of the torn lens was due to the injector. The pt's current condition is okay.